Manufacturer narrative:
With all the available information, boston scientific (bsc) concludes: device technical analysis: the watchman fxd curve? Access system was discarded; therefore, returned device analysis could not be completed. Device history record review: a review was completed of the device history records (DHR) for the watchman fxd curve? Access system, part # m635tu80020, batch # 0037849261. The device was processed through all normal operational conditions and passed all acceptance activities. The DHR review did not identify any deviations or non-conformances that could have contributed to the event. Labeling review: there was no evidence to suggest that the device was used in a manner inconsistent with the labeling. Watchman fxd curve? Access system instructions for use (IFU) lists potential complications, risks and adverse events that may be associated with the use of this device which include cerebral vascular accident (tingling) and thrombosis (medication, imaging, and additional device required). Risk review: a risk review was completed and confirmed that the events of cerebral vascular accident (tingling) and thrombosis were defined in the risk documentation. These event types have been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that thrombosis and stroke occurred. A left atrial appendage closure procedure was being performed. After heparin was administered, a clot developed on the watchman access system sheath in the left atrium. A weight-based heparin dose had been given by the physician, and the activated clotting time was 204. The clot was noticed on the end of the sheath and aspirated through the sheath and additional heparin was administered. The procedure was cancelled. The patient was sent for a head computed tomography (CT) scan which was negative. Upon waking from anesthesia, the patient experienced hand tingling. Magnetic resonance imaging (MRI) was performed which revealed a stroke. The patient's symptoms improved without any additional treatment and the patient was discharged. The patient is expected to have a repeat laac procedure at a later date.

Event description:
It was reported that thrombosis and stroke occurred. A left atrial appendage closure procedure was being performed. After heparin was administered, a clot developed on the watchman access system sheath in the left atrium. A weight-based heparin dose had been given by the physician, and the activated clotting time was 204. The clot was noticed on the end of the sheath and aspirated through the sheath and additional heparin was administered. The procedure was cancelled. The patient was sent for a head computed tomography (CT) scan which was negative. Upon waking from anesthesia, the patient experienced hand tingling. Magnetic resonance imaging (MRI) was performed which revealed a stroke. The patient's symptoms improved without any additional treatment and the patient was discharged. The patient is expected to have a repeat laac procedure at a later date.